Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The caller was instructed to contact technical support again if the issue reappears and confirmed understanding of the guidance provided.